Event description:
It was reported that the insulin pump alarmed an error after the reservoir and battery both showed empty. The blood glucose reading was 140 mg/dl. The customer stated that she was able to clear the alarm after several tries. Unable to troubleshoot the issue, as this was a past event. The insulin pump passed the self test. The customer expressed concern due to the insulin pump not advising her to reset her basal rates. She stated that she noticed that her basal rates were not accurate, although she was able to fix her basal rates on her own. Advised that the insulin pump is not designed to prompt her to check the basal rates. The customer declined replacement of the device, advising that she would consult her doctor and husband before making a decision on the replacement. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.